Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
An application support manager (asm) was at site providing surgery support and after following up with physician on patient outcome it was reported that the patient was 20/30 and had some serious post op dryness in the right eye in which a bandage contact lens (bcl) was placed and a punctal plug. The patient is doing much better. The uncorrected visual acuity is 20/20 both eyes (ou).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.